Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of redness, bruising, inflammation, hot to the touch, "inflamed crusty, big, white puffs" inside the gums, "bumps near the eye", and swelling, discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications: juvederm ultra injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Contraindication: juvederm ultra injectable gel is contraindicated for patient with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Warnings. Injection procedure reaction to juvederm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 4 days' duration . Adverse events. Per table 1. Injection-site responses by maximum severity occuring in > 5% of treated subjects (number/% of subject nlfs) possible injection-site responses post treatment with juvederm ultra include redness, pain/tenderness, swelling, lumps/bumps, bruising, and discoloration.

Event description:
Patient reported during injection with two syringes of unspecified juvederm ultra "by the side of the nose in the nasal bifold lines" and marionette lines, the healthcare professional told the patient that while injecting the right side they "sent straight in when [they] should have gone sideways". The injection site on the right side immediately became "red, bruised, inflamed, hot, and the patient's gums became inflamed with "crusty, big white puffs". Additionally the left side of the patient's face developed "a couple of bumps near the eye". The patient elaborated stating their "right cheek is bright red, swollen, discolored", that they "look like the victim of a fire", and the symptoms seem to follow their veins. The area from the nose to the cheek and extending a little bit over the lip is "blooming red". There is also a "little red line under [the] right eye" which, per the patient, the healthcare professional stated was "due to trauma", the healthcare professional also stated that the patient's gums were "injured severely". The patient was treated with augmentin, an "oral taper steroid lesser than prednisone", and topical fluocinonide .05%. Patient was additionally treated with vitrase. The patient was also assessed by a dentist who stated the patient's mouth "has injured tissue and is healing"; the patient was instructed to use a "triple antibiotic cream". More and was told by the healthcare professional to use topical eucerin cream instead. Symptoms are ongoing at this time. Additional information provided by the dentist noted they saw the patient for a "dental related issue" and no treatment was provided. Despite multiple attempts to contact the injecting healthcare professional, there has been no response to date.